Event description:
Information was received indicating that following placement of a smiths medical portex blue line ultra tracheostomy tube, the cuff would not inflate. It was reported that the balloon was observed to be broken. Subsequently, a trach tube change out was performed and inflation was successful. There were no reported adverse patient effects.